Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/02/2016 with the following findings: during investigation, there was moisture found inside the pump on internal components. A leak test was performed and failed due to pump case leak. Due to moisture damage, the keypad was unresponsive. The bolus button was unable to be test due to the keypad not working. There was no damage or peeling to the keypad. It was removed and there was no evidence of contamination on the key contacts. Due to moisture damage, there was no vibration. Unrelated to the original complaint, the pump powered on to a dim and discolored display. The pump case was found to be cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4)

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok keypad buttons were under responsive to user presses. The alleged issue could not be resolved with troubleshooting. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.